Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. This lead also exhibited loss of capture and low sensing. The dislodgement was discovered via x-ray. This lead remains in service. No additional adverse patient effects were reported.